Manufacturer narrative:
Patient weight and age were unavailable from the site. A medtronic representative evaluated the system and analyzed the software logs. Software was reinstalled, and upon reinstallation, a full system checkout was completed, with all checks passing. The software logs were analyzed by the software engineers, but the issue could not be replicated, and the software investigation proved inconclusive based on the information provided. The system is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site reported that during a spinal fusion case, the 2d fluoro images could not be acquired on the imaging system, as there was no x-ray release. No error message was displayed. Site refused assistance for troubleshooting via phone and discontinued use of the imaging system. Procedure was completed successfully using a c-arm, with no known adverse effect on patient outcome.